Event description:
This case was initially received via regulatory authority (B)(6) on 11-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("pain in right groin"), diplopia ("double vision"), fatigue ("fatigue"), photophobia ("sensitivity to light"), visual impairment ("reduced vision"), the first episode of arthralgia ("joint pain"), myalgia ("muscle pain"), the second episode of arthralgia ("pain in hips"), neck pain ("pain in neck"), tendonitis ("tendonitis"), inflammation ("recurrent inflammation"), gingivitis ("gingivitis"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), palpitations ("cardiac palpitations"), the first episode of anxiety ("anxiety"), the second episode of anxiety ("anxiety attack"), panic attack ("panic attack"), hypothyroidism ("hypothyroidism") and gastrointestinal disorder ("intestinal problems"). The patient was treated with surgery (essure removal on (B)(6) 2017). At the time of the report, the pelvic pain, groin pain, diplopia, fatigue, photophobia, visual impairment, myalgia, the last episode of arthralgia, neck pain, tendonitis, inflammation, gingivitis, dizziness, feeling drunk, palpitations, the last episode of anxiety, panic attack, hypothyroidism and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for diplopia, dizziness, fatigue, feeling drunk, gastrointestinal disorder, gingivitis, groin pain, hypothyroidism, inflammation, myalgia, neck pain, palpitations, panic attack, pelvic pain, photophobia, tendonitis, visual impairment, the first episode of anxiety, the first episode of arthralgia, the second episode of anxiety and the second episode of arthralgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 3454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.